Event description:
The customer reported that while pipetting an hbsag assay on summit the tech observed that no conjugate was delivered to wells g1, g4, and h1 of the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.